Event description:
It was reported that there was a suspected dislodgement on the right ventricular (rv) lead. It was noted there was high thresholds and no rv capture. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead, implanted: 2013-(B)(6), a2dr01 implantable pulse generator (ipg) implanted: 2013-(B)(6). (B)(4).